Event description:
Double transeptal puncture was obtained and the physician initially had some difficulty advancing the sheath across the septum. The sheath crossed the septum once the wire was moved to a more distal and superior position within what appeared to be the lspv. It was not obvious whether the original wire position was in the laa or the lspv. After normal flushing and prep, the cryoablation catheter and mapping catheter were introduced into the la and 2 freezes were applied to the lspv. After the first 2 freezes, signals were still noted within the pv and a more inferior vein branch (still lspv) was wired and 2 more applications were given. An inferior branch of the lipv was wired and 2 applications were given. The balloon was clearly outside the tubular portion of the vein for all applications. The physician was notified of a drop in blood pressure as he was preparing to move the system to the rspv. The reported systolic bp was in the 90's when it had been in the 150's. At this time, the physician repositioned the ice catheter and a pericardial effusion was noted. Pericardiocentesis was performed with blood removal of 600cc. The patient stabilized following the pericardiocentesis and was transferred to the ICU.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.